Event description:
Patient care procedure note:pt is a schizophrenic with questionable npo status and hx of right pneumonectomy, was awaiting CT guided lung biopsy in the prone position. Radiologist requested limited positive pressure and coughing. Pt induced, followed by laryngeal tracheal anesthesia (lta) attempt pre-intubation via glidescope. Lta tip broke off and migrated into trachea during procedure. Immediately following equipment malfunction, the pt was intubated with 8.0 endotracheal tube via glidescope. Assistance was requested to remove foreign body. Under geta, doctor retrieved broken piece via bronchoscopic guidance, at which point CT guided procedure proceeded as planned.during CT guidance procedure in the prone position, frank blood was noted coming from the ett. No difficulty ventilating or oxygenating was noted. CT surgeon was called for consult. Based on his evaluation, he agreed to accept pt to his ICU service and he requested that the pt be extubated asap due to his pulmonary hx baseline. Pt was transferred safely up to the pacu where he was extubated without difficulty; oxygenating/ventilating well. Oxygen saturation greater than 98% on face mask. Currently, we are awaiting post procedure chest x-ray. Pt will be admitted to sicu for airway monitoring overnight. Risk management was called, and equipment was sequestered. Pt will be notified of event when appropriate.device #1is this a laboratory device or laboratory test?no.